Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E. Facility name exceeds character limit: (B)(6).

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter: one of our intermountain facilities is reporting an issue/concern with an item that it is purchased from your company. Situation: issue: this patient required IV placement for a procedure to be done in the emergency department, upon placing the IV in the right ac it had unusual bleeding around the insertion site, and I was also able to visualize the needle outside of the catheter. Event date: 9/22/2024 was there injury? No.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 22gx1.00in insyte autoguard device from lot number 4141834. A gross visual inspection shows that only the catheter assembly was returned and there is no apparent physical damage. A v-shaped breach was observed in the tubing, which was consistent with needle puncture damage. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.